Manufacturer narrative:
It was reported that the infection was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted july 9, 2018.

Event description:
Per the clinic, the patient developed an infection and extrusion of the device and subsequently, the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.